Event description:
It was reported that the patient presented on (B)(6) 2008, and underwent a posterior, lumbar and sacral fusion at l5-s1, decompression, revision, foraminotomy, and screw instrumentation from l5-s2. Rhbmp-2/acs was used along with the patient's own bone during the procedure. Imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of nonunion of l5-s1, possible motion at the level of s1-s2. The patient underwent following procedure: exploration of previous surgical area, removal of previous implantation; posterior pedicle screw instrumentation of l5 to s2, bilateral decompression with foraminotomy and decompression of l5-s1 and s2 nerve root, revision of nonunion and posterior spinal fusion from l5 to s1, using rhbmp-2, vitoss with bone marrow aspirate, local autogenous bone graft, and implantation under c-arm fluoroscopy guidance and under intraoperative emg monitoring evaluation. Per op notes: ¿..a piece of vitoss was soaked on the bone marrow, and then a combination of vitoss and rhbmp-2 was impacted in lateral gutter..¿.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.